Event description:
The user reported the device alarmed "instrument malfunction" as intended when the device was in use. Biomed determined that the alarm related to "bad crc". There was reportedly no patient consequence associated with this event.